Event description:
It was reported that the catheter was received damaged - the top of the shipping tube was broken off. There were no patient complications.

Manufacturer narrative:
The catheter was received in a broken shipping tube. The round outer tube (fedex) does not appear to be the original box the customer received the product in as it is not damaged. It appears the broken catheter tube was repackaged prior to sending back to edwards. The clear adaptor is broken next to the bond site. The shrink seals were still attached around the clear adaptor cap and the IFU. The catheter was found to be undamaged. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and appears to be related to shipping of the product. An investigation is currently underway to determine the variables that can impact the product during shipping, in an effort to reduce complaints of this type.